Manufacturer narrative:
As reported in a research article, strategic transcatheter aortic valve replacement in patients with protruding left coronary artery stents. Information from the field indicated that a 27mm navitor valve was implanted during a tavr complicated by hypotension and commissure tab interference with a pre-existing stent, requiring repositioning and full deployment despite instability. The valve functioned with only trivial leak, coronary flow remained intact, and the patient was successfully discharged. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that procedural factors (improper sizing) contributed to the reported issue; however, this cannot be confirmed. The reported unexpected medical intervention is result of case specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: strategic transcatheter aortic valve replacement in patients with protruding left coronary artery stents. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "strategic transcatheter aortic valve replacement in patients with protruding left coronary artery stents", was reviewed. The article presented a case study of a (B)(6)-year-old male patient with a history of asymptomatic aortic stenosis, acute decompensated heart failure, and chronic kidney disease. A 27mm navitor vision valve was selected for implant on an unknown date for a transcatheter aortic valve replacement (tavr). Pre-dilation was performed with a 22mm inoue balloon. During the procedure, while advancing the tip of the delivery system across the aortic valve, the patient's systolic blood pressure dropped to 50mmhg, which prompted a prompt and partial deployment of the device. Due to suspected interference between the device commissure tab and the pre-existing stent the delivery system was rotated and repositioned in the descending aorta. The contact between the commissure tab and the stent after the second partial device deployment could not be altered. The decision was made to fully deploy the device at 5mm from the non-coronary cusp (ncc) despite continued hemodynamic instability. Post-implant a trivial perivalvular leak was observed. Intravascular ultrasound showed the commissure tab nearly in front of the stent. An attempt was made to separate the commissure tab using a 6 x 12mm balloon. The tavr procedure was completed and blood flow to the left coronary artery remained good. The patient was discharged. [The primary and corresponding author was hiroyuki kiriyama, department of cardiovascular medicine, the university of tokyo, 7-3-1 hongo, bunkyo-ku, tokyo 113-8655, japan, with corresponding e-mail: kiriyaman0427@gmail.com.]